Event description:
It was reported on (B)(6) 2012 one cylinder and the pump were removed and replaced due to the "cylinder was not placed in corpora initially" and "was found in scrotum." Add'l info was requested, but not provided.

Manufacturer narrative:
Final device analysis: the cylinder had a hole in the outer tube due to operating room damage. The cylinder functioned as intended. The pump performed within specs. Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.